Event description:
It was reported by the patient that they were treated for a blood infection. The patient believes their shoulder problems are related to the implantable cardiac monitor (icm). The icm remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.